Manufacturer narrative:
The unit had no button response on the down arrow button due to moisture damage on the keypad traces. There were no cracks on the lcd window, however the unit had a minor scratched lcd window. The unit had a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a crack on the display and a keypad anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.